Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) electrode was implanted through the breast implant of the patient. This system was subsequently explanted. No additional adverse patient effects were reported.